Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up 1 information: investigation no logfiles analysis was possible because it was not possible to download the logfiles, as the device was not able to start-up. The root cause of the complaint was a defective esm board. The esm board was replaced and the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: sometimes the ventilator does not start up. After disconnecting power and batteries and reconnecting again, the unit starts up again. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow up 1 information: investigation no logfiles analysis was possible because it was not possible to download the logfiles, as the device was not able to start-up. The root cause of the complaint was a defective esm board. The esm board was replaced and the device functioned as intended. Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: sometimes the ventilator does not start up. After disconnecting power and batteries and reconnecting again, the unit starts up again. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: sometimes the ventilator does not start up. After disconnecting power and batteries and reconnecting again, the unit starts up again. No patient involvement.